Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced leakage at the adapter and tubing, and tubing separation from the adapter/luer connector during use. The following information was provided by the initial reporter: material no: 383516 batch no: 8214832. Description of complaint: it was reported that while hand injecting saline, the tubing came disconnected from the catheter causing blood to leak from the catheter. 20 ga 1.00 in bd nexiva.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced leakage at the adapter and tubing, and tubing separation from the adapter/luer connector during use. The following information was provided by the initial reporter: material no: 383516, batch no: 8214832. Description of complaint: it was reported that while hand injecting saline, the tubing came disconnected from the catheter causing blood to leak from the catheter. 20 ga 1.00 in bd nexiva.